Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records could not be reviewed as no lot number was provided. The omnipod user guide warns "if an infusion site shows signs of infection, immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported seeking medical treatment from physician for site infection. The site was lanced and antibiotic was prescribed. The customer also reported that his blood glucose levels reached 390 mg/dl.